Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision surgery needed. Customer reported that the screw unscrewed in the patient body after more than 6 years after implantation. As per the customer, also insert needs to be exchanged to the new one.

Manufacturer narrative:
An event regarding loosening involving a std, rt humeral assembly was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision surgery needed. Customer reported that the screw unscrewed in the patient body after more than 6 years after implantation. As per the customer, also insert needs to be exchanged to the new one.